Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented for a lead revision. Prior to procedure, during an in-clinic visit on (B)(6) 2020, the right atrial lead exhibited intermittent capture at maximum output and noise on the sense channel. Programming changes were made to deactivate the lead. On (B)(6) 2020, the lead was capped and replaced. The patient was in stable condition.